Event description:
Customer reported they felt the output of the vaporizer was inaccurate. There was no reported pt injury. Investigation/conclusion: the vaporizer was returned to the co's vaporizer testing facility in sweden for investigation. The vaporizer was tested and found to have output low to specifications. The vaporizer was then disassembled, and a particle of metal contamination was noted at the rotary valve/sump cover interface. Ohmeda concludes the low output from the vaporizer was due to the metal contamination. Ohmeda has reviewed their servicing/calibration procedures and have taken corrective action to help prevent contamination in the vaporizer. This is the first MDR within the last 12 mons that involves a serviced tec 4 vaporizer wherein the cause was found to be metal contamination.